Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that patient had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 49 mg/dl. The customer was treated with food. Customer was experiencing low blood glucose for today right after the set change. The customer's father is troubleshooting and mother is treating low blood glucose. After the troubleshooting was done, customer was advised to speak with their health care provider regarding the low blood glucose and monitor the insulin pump.